Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Gtin: (B)(4).

Event description:
It was reported that the coating on the probe was coming off which caused adverse consequences of an unintended material remaining in patient's shoulder.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: coating of the probe flake off. It is possible that some debris remained in the shoulder of the patient. The failure(s) identified in the investigation is consistent with the complaint record. (B)(4).

Event description:
It was reported that the coating on the probe was coming off which caused adverse consequences of an unintended material remaining in patient's shoulder.